Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 89% stenosed target lesion was located in the distal left anterior descending artery. A 24x2.25 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.